Event description:
Customer alleged, blood glucose results of 131 mg/dl, and 256 mg/dl obtained within 1 minute on the aviva system. Customer reported having no symptoms. Customer did not treat/act on results. A request was made for the return of the suspect device and replacement product was sent.